Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used. Review of the event history log (ehl) showed no reported error. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was the expulsor assembly. As a result, the expulsor assembly was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was under infusing. There was patient involvement and unknown harm/adverse event was reported.